Event description:
It was reported that, at a replacement surgery, "the implanted lead was accidentally dropped out." The hcp tried to implant a new lead. When the hcp tried to change from a curved to a straight stylet, the curved stylet broke off at the handle. The hcp opted to use the implanted lead, and the surgery was successfully completed.

Manufacturer narrative:
(B)(4): final device analysis of the lead and stylet revealed the following: lead is electrically ok. Stylet is stuck in the lead. Stylet handle is separated from the stylet wire. Results: stylet.